Manufacturer narrative:
There are no known system issues that may have contributed to the discordant false positive advia centaur cp test result. The contributing factor is 1:5 dilution performed by the user a low pt result with a system flag <<conc range. The instructions for use (IFU) procedural notes for dilutions states "pt samples with troponin I levels greater than 50 ng/ml (ug/l) must be diluted and retested to obtain accurate results." No further eval of the device is required.

Event description:
A discordant (B)(4) advia centaur cp troponin ultra result was obtained by the customer when repeat dilution testing was performed on a low pt result with a system flag << conc range. A final result negative result was reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.